Event description:
Hcp reports removal of ins in february 2006 due to chronic staph infection of left hip fracture. The pt presented with redness, swelling, drainage and incisional wound opening at the ins device pocket site. The pocket was cultured and produced staph aureus growth. The pt was treated with oral antibiotics. The hcp reports chronic infection: osteomylitis as a risk factor for this pt. The device was explanted but not returned to the manufactured for analysis.